Event description:
It was reported that the patient experienced a muscle stimulation from the left ventricular (lv) lead. The lv lead was explanted and replaced. There were no reported adverse health consequences to the patient.

Manufacturer narrative:
Voluntary medwatch mw5120248.